Event description:
It was reported to philips that the device was unresponsive and would not turn on. The customer was communicated the quote for the bench repair. The customer did not indicate accepting the service quote therefore the field service engineer was not able to evaluate the device. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. The case will be reopened if the customer comes back.

Manufacturer narrative:
H3 other text : customer refused quote for evaluation/repair.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was unresponsive and would not turn on. There was no reported patient involvement.